Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that post-paced t-wave oversensing was observed on the ventricular channel. The patient was asymptomatic. Programming changes will be made at next follow-up.